Event description:
A piece of the cortex screw came off due to the thread flank becoming cleaved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the thread flank of this cortex screw was completely sheared off. There were slight deformations and wear marks at the cruciform recess of this screw. At both damages it is visible that the anodisation layer was worn away. This is a clear indication that these damages were caused post manufacturing during the screw insertion. The direct cause of this occurrence was not able to determine. There may have been excessive metallic contact during the screw insertion causing the shearing off from the thread flank. No product fault could be detected. Investigation could not be completed and no conclusion could be drawn as no lot number was provided.